Event description:
It was reported that prior to insertion, the hospital staff attached the one-way valve and aspirated twice while the intra-aortic balloon (iab) was inside the tray. The iab was removed from the tray "straightly with grasping closely." Promptly after they removed the iab from the tray, they inserted it into the sheath introducer. The iab stopped in the middle of the sheath introducer and could not be advanced through the sheath. The iab and the sheath were removed as one unit. Another iab was inserted. There were no reported patient complications.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.